Event description:
The customer reported that the automate¿ 1250 s3i sample processing system threw one sample at a student who was standing in front of the instrument. The customer reported that the sample splashed onto the student. The student was wearing personal protective equipment consisting of protective clothing, goggles, white coat, and gloves at the time of the event but blood spattered on the student's chin. The student did not seek any medical attention and there was no direct contact of the blood to the eyes, ears, nose, mouth or mucous membrane. There was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Initial reporter: the customer's telephone number is (B)(6). A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that robot 2 was out of alignment by approximately 2 millimeters, causing the tubes to not fit some of the positioning racks leading up to the reported issue. The fse discovered a loose drive belt up on the gantry and proceeded to tension the belt. The fse then performed all re-alignments and verified the repair as per established procedures.